Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise on rv lead resulted in 6 instances of inappropriate vf detection. No shocks were delivered. Pace/sense portion of this lead was capped, and a new lead was implanted. No adverse patient events reported. Should additional information become available, this file will be updated.